Manufacturer narrative:
Medtronic complaint number: (B)(4). Reference medwatch report number: mw506847 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Reference medwatch report number: mw506847.

Event description:
According to patient, I had to have two hernia surgeries. First one, mesh got lost in my body, and by it migrating, it caused the stitch to sever my nerve causing groin area and down leg to be numb and very painful causing me problems walking and can't list or put pressure on my leg. Mesh is still lost in my body and they were unable to find it with laparoscopic surgery, so paid for hernia to make me be in more pain and now I'm unable to walk or sit for long periods of time. Used mesh us surgical for inguinal hernia. Some days I'm barely able to get out of bed without heavy pain killers and still in pain. When surgery first happened, I collapsed at home after surgery because I couldn't feel my leg. I had to learn how to walk a flamingo. Never putting pressure on left leg, which is now causing me hip, back and knee problems because we are not made to walk and hop on one leg. What scares me is not knowing where the mesh is and hernia is still not repaired. I am just worse off for using migrating mesh. Product is lost in my body.